Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in a damaged condition with a cracked housing and screen. The device was powered up and had a constant "high pressure alarm". The piezo is also distorted. It's recommended to replace the circuit board and the downstream sensor.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited high pressure error but not attached to anything. It was reported that the pump was rebooted and infusion is life-sustaining. Subsequently, the patient switched to back up pump. No patient consequences were reported. No adverse effects were reported.